Manufacturer narrative:
The customer reported that he has a history of urinary retention for approximately 3 years and has had intermittent foley catheters placement when he has felt like he has urinary retention. Over the past week the customer reported experiencing urinary retention so he went to the emergency department at the local va and had a foley catheter placed. The catheter was in place for approximately two days before the customer felt a little internal pinch and the catheter fell out. The customer went back to the va emergency room and the catheter was replaced with a new catheter. The customer does not know if the catheter was pre-inflated prior to insertion or what catheter the va emergency department used, but stated that he kept the catheter; however he was picking at the balloon of the catheter attempting to look at it. The sample was returned to the manufacturer and upon further evaluation the root cause was determined to be due to external damage to the balloon membrane leading to rupture. There was no serious injury or follow-up medical care required related to the incident, however medical intervention to replace the initial catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter balloon burst while inserted in the patient resulting in the catheter falling out and a new catheter being inserted.